Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No battery was included. No issues were observed. A functional evaluation was performed. The device would not power up to pressurize. The fuse on the printed circuit board was checked with an ohmmeter and read as open. The complaint was confirmed and the root cause has been associated with an open circuit. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during setup or inspection, the spider 2 tenet was not engaging. A backup device was available and no delay nor patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.